Manufacturer narrative:
On 6-may-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31436497l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a octaray mapping catheter and the patient experienced cardiac tamponade that required pericardial drainage. Tamponade following transseptal (biosense material not used for this gesture). Detected by a drop in patient voltage. Ett (endotracheal tube) and pericardial drainage. Blood collected: 500 ml. Patient fully recovered. The patient needed a few days of hospitalization for monitoring following pericardial drainage. The adverse event was discovered by a drop in patient voltage (after transseptal punction, where biosense products were not used, and after the use of octaray for left atrium mapping). The physician's opinion on the cause of the adverse event was the procedure and that tamponade occurred during transseptal "function". Mapping occurred prior to the discovery of the adverse event, but after the transseptal punction which was the cause of the adverse event. Ett was a necessary intervention for the adverse event.